Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose level was 410 mg/dl. Current blood glucose value was 410 mg/dl. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not assisted with troubleshooting. Insulin pump was been used on auto mode. Insulin pump will not be returned for analysis.